Manufacturer narrative:
The sample was received for investigation. The ft3 iii result generated at the customer's site was reproduced during the investigation. Upon investigation of the patient sample, an interferent against the streptavidin component of the reagent was confirmed. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
This investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient tested with the cobas e 801 module. The result was reported outside of the laboratory and was questioned by the physician. The sample was sent for investigation and was tested on another cobas e 801 module, a cobas e 602 module, a cobas e 411 module and a siemens centaur analyzer. The serial number for the customer¿s e 801 module is (B)(4). The investigation site e 801 module serial number is (B)(4). The investigation site e 602 serial number is (B)(4). The investigation site e 411 serial number is (B)(4). The ft3 iii reagent lot number used with the e 801 module at the investigation site was 510082 with an expiration date of 28-feb-2022. The ft3 iii reagent lot number used with the e 602 at the investigation site was (B)(4) with an expiration date of 31-aug-2022. The ft3 iii reagent lot number used with the e 411 at the investigation site was (B)(4) with an expiration date of 31-aug-2022.